Event description:
It was reported that the customer had been hospitalized due to high blood glucose and diabetic ketoacidosis. The customer stated that the event leading to the emergency room visit was gastroparesis, they were not feeling well and the insulin pump had alarmed motor error. The customer's blood glucose was above 600 mg/dl at the time of the hospitalization. The customer stated that the insulin pump had alarmed motor error during bolus delivery. The customer does not use the sensor feature. They were unable to rewind the device. The customer had disconnected for the insulin pump and was on intravenous fluid treatment. They stated that they had not used the sensor in a couple of months. At the time of the phone call the customer's blood glucose was 202 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, self test, and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. The device was unable to be primed during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. The device had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).